Manufacturer narrative:
The implicated disposable set has not been returned for investigation. The manufacturing records for this lot were reviewed and no anomalies were identified. No patient injury was reported. The investigation is not yet complete. A follow-up report will be submitted.

Event description:
Belmont's distributor received a complaint from the user facility and relayed the following report: "clamps broken, blood inflow."